Event description:
Additional information was received from the patient. They reported that the issue was resolved and the explanted lead had been discarded.

Manufacturer narrative:
Product ID 978b128 lot# va2dypv serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had pain during stimulation on multiple programs. This patient felt that their trial was 100% successfully and that the implant for the permanent is causing discomfort. The staff has tried to adjust programs and adjust stimulation to be helpful and therapeutic, but the patient is upset and thinks that the doctor needs to revise it. There were no external issues that the rep was aware of. Patient admitted to having ic (interstitial cystitis) but was reminded that this therapy is not indicated for that. Patient met with the doctor's staff to help try other programs, they did impedance check which caused discomfort at 1 amplitude. Patient is not able to turn up the device past 1.0 before complains of pain in leg while sitting. The rep met with patient at do ctor¿s request along with two of the nurses and added 3 new programs and lowered the pulse width to try and make the stimulation more comfortable. They left it on the program the patient said it felt good and similar to the feeling they had during her trial. Patient was fine leaving the room. Additional information was received from the patient. They reported that the adjustment did not resolve the pain and discomfort. They have contacted their doctor about the issue and a revision is planned for (B)(6) 2021. The lead wire will be removed from left side and moved to the right. The issue was not resolved but no further action was to be taken.